Event description:
Procedure type: kidney/adrenal gland. According to the reporter: the balloon erupted while it was inflated with 22cc air. There was no report of pieces falling into the cavity. A new instrument was used to complete the procedure. No pt injury was reported.